Manufacturer narrative:
This corrected report is being submitted to clarify the previously suspected event of basal cell carcinoma. Upon further review by a company physician, the pathology report detailed that the previously suspected clinical diagnosis was confirmed as a granuloma and not basal cell carcinoma.

Event description:
While basal cell carcinoma was suspected prior to histology, the results confirmed the presence of granuloma. No evidence of malignant epithelial tumor growth was found.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "confirmed granuloma, scarred area, with granulomatous inflammation and central follicular hyperplasia and suspected basal cell carcinoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications: juvéderm® volift¿ with lidocaine must not be used in: - patients who tend to develop hypertrophic scarring; juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Undesirable effects inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected to the cheeks and left nasolabial fold with unspecified juvéderm® voluma¿ and juvéderm® volift¿ with lidocaine. After injection patient had a cooling post treatment therapy. One year later patient developed a ¿histologically confirmed granuloma¿ below ¿scarred area¿ and had ¿granulomatous inflammation and central follicular hyperplasia.¿ the histology was performed 3 months after symptom onset. There was no malignant tumor growth in the material. The histology report also notes a suspected basal cell carcinoma, or ¿rodent ulcer,¿ of the left cheek. The area was excised. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00226 (allergan complaint #(B)(4)). This is the second MDR submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also manufactured by allergan.